Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) noted the clearance between the bottom of the occlusion knob and the top of the pump guts was too tight to allow magnetic detent assembly to move easily. The fsr found the magnetic detent cracked. The fsr returned roller pump to manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the pump head and occlusion knob were bound and almost impossible to rotate. Since the event occurred during preventative maintenance, there was no pt involvement.